Manufacturer narrative:
The device has been disposed of, therefore, no product investigation will be conducted. The product lot #15894792m was provided by the customer but could not be uploaded to our database. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, us catalog # fg540000, serial # (B)(4). Stockert generator, us catalog # s7001, serial # (B)(4). Coolflow pump, us catalog # cfp002, serial # (B)(4). Lasso catheter, us catalog d7l1015rt, lot # 15729164l. Soundstar catheter, us catalog # and lot # unknown. (B)(4).

Event description:
It was reported that after an atrial fibrillation case was completed, a pericardial effusion was noticed through intracardial echocardiography. A pericardiocentesis was performed. The patient was stabilized and the patient did not require extended hospitalization. Three follow-up attempts have been made to attain additional information and no responses have been received. This event is reportable due to the serious injury that occurred during the procedure.